Event description:
It was reported that during the setup of the navio cart prior to surgery, plugged power into the main power socket in the operating room. All lights on ups went blank and then ups would not power on. Tried plugging power into 6 other main power sockets, but unable to get any power from the ups. He tried bypassing the fuse box inside the navio cart, but this did not remedy the situation. Plugged the pc directly into the main power and the pc did power on, indicating that the power cable was not faulty, but there is probably an issue with the ups. The case was canceled. The patient had not yet undergone anesthesia, so he was taken back to recover and sent home. The case was rescheduled. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for ups / battery maintenance. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. There were no issues with the batteries, but the self-test would not perform. The ups was disassembled to review internal connections. No noticeable damage or suspect components that could have caused this error were identified. This was most likely caused by supplier / raw material fault.